Manufacturer narrative:
The device was out of warranty and the customer did not release their device for further evaluation. The device was returned to the customer on their request. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The loaner device from a physio-control business development manager had a service wrench icon and an attention icon in its readiness display. During device evaluation, physio observed the device did not have a charge-pak battery charger installed. After installing a test charge-pak, the device could still not be powered on and showed the service wrench, attention and charge-pak icons in its readiness display. There was no patient use associated with the reported event.